Event description:
During troubleshooting for an unrelated alarm on the homechoice machine, it was reported that air was observed in the patient line of the disposable cassette. Nothing was found during troubleshooting that would have caused or contributed to the presence of air. The technical service representative advised the patient to complete therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.